Event description:
It was reported that (1) cdh29 device was used during a low anterior resection procedure. It was reported by the rep that the instrument was inserted and fired without incident. The rings were inspected and confirmed intact. Upon filling the abdomen with saline and pumping air into the rectum, a leak was discovered. This hole was not near the staple line. The hole was closed with suture and the case was completed without further incident. There was no consequence to the patient.